Event description:
Dear FDA, I am sick now since 2 years. I got mentor high profile implants in 2016, end of 2017 "I took 15kg", my ears started ringing. In 2018 I went two times to hosp as I couldn't breathe. I got skin rashes very bad. In 2019 I went to hosp again, couldn't breathe properly, walk or even speak, my right arm was shaking all alone. I have headache 24/7, my eyes itch, I have brain fog, and feel so helpless. All that started with the implants, and my health is getting more and more worse. There are days I even cannot move anymore and my whole body is shaking.